Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 170 units of insulin, and displayed an accurate fill estimate of over 120 units of insulin. Then, the customer delivered 10.07 units of insulin, and the insulin gauge displayed over 60 units of insulin. The customer's blood glucose level was 199 mg/dl. During the call with tandem technical support, the insulin gauge corrected to an accurate fill estimate of 115 units of insulin.